Event description:
It was reported by the patient that he was in the intensive care unit, or ICU, as he had been experiencing a lot of seizures since the physician had increased his vns settings a few months prior. No additional relevant information has been received to date.